Event description:
Pt had aicd pacemaker and lead placement done. It was found that one lead was not sensing correctly and needed replacement. Another lead was implanted on 9/1/93. However, the malfunctioning lead was capped and retained in the pt to reduce trauma. Two leads in at time of malfunction. Unable to match exact serial number (either 4320-015881 or 4320-015882.)device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: connection or adapter failure loose, corroded, broken set. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.